Manufacturer narrative:
Tech found that the head gas spring was stuck and would not release. He replaced the head gas spring and the head section functioned properly. The stretcher was found in a storage area, and there were no alleged injuries.

Event description:
Tech alleged that the head section would not lower.